Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 5ml had an illegible barcode. The following information was provided by the initial reporter: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."

Manufacturer narrative:
H.6. Upon further review, this complaint is not MDR reportable and should not have been reported. General dissatisfaction of the product does not impact the intended use of the device which would not lead to serious injury or harm to the clinician or patient.

Event description:
It was reported that syringe s2 ns 5ml had an illegible barcode. The following information was provided by the initial reporter: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."